Event description:
It was reported that during incoming inspection "found contamination".

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. No add'l patient/event details have been provided to date. Should add'l info become available, a f/u report will be submitted.